Manufacturer narrative:
The serial/lot number of the cable was not provided and no documentation about manufacturing history could be found for this cable; therefore, review of the device history record was unable to be performed. Examination of the returned cable confirmed the customer's complaint ¿ the cable smelled burnt and it was melted in the power adapter connection where the power cord plugs in. The cable cannot be repaired and will be scrapped. No further actions will be pursued at this time. Edwards will continue to review and monitor all events. If action is required an appropriate investigation will be performed.

Manufacturer narrative:
The device is expected to be evaluated; however, at the time of this report, the device has not been returned. A supplemental report will be submitted to communicate the results of the complaint investigation results.

Event description:
It was reported, that there was smoke, with a burning smell coming out of the ev1000 power adapter. The cause of the smoke was consistent with liquid penetration into the power adapter. It was observed that the power adapter was installed incorrectly (face up, which is not how it is described in the operations manual). The sales representative educated the staff on how to correctly install the power adapter. There was no report of patient or hospital staff compromise and no other system-related devices were reported as suspect.